Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this tachy device and right atrial (ra) lead exhibited high, out of range, pacing impedance measurement of greater than 3,000 ohms. Additional information indicated that the patient underwent a revision procedure. At the time of the revision procedure, the lead appeared to be functioning normally. The patient was reported to have not needed ra pacing support and therefore the lead was left as is. There were no adverse patient effects reported. The lead remains in service.